Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. On (B)(6) 2026, at approximately 1:30 am, the patient¿s daughter observed that the patient¿s cgm was displaying a high glucose value (no specific value reported). At the same time, the patient appeared pale and weak, had elevated blood pressure, and was speaking incoherently. Concerned the patient may have been experiencing a stroke, the daughter called 911. Upon ems arrival, a fingerstick bg measurement showed a low value of 54 mg/dl, while the cgm reading showed 375 mg/dl. The patient was also wearing a tandem insulin pump at the time of the event. Ems initiated treatment by giving the patient 4 ounces of coca-cola, but the patient remained confused. She was then provided with a slice of multigrain bread with peanut butter and jelly. After consuming this, the patient¿s condition began to stabilize. A follow-up bg meter check indicated an increase to 70 mg/dl. The patient was not transported to the emergency room. At the time of the report, the patient was described as ¿fine.¿ data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 1/30/2026.